Event description:
It was reported, the pt is experiencing inadequate coverage and a burning sensation at the lead site. The pt plans to meet with an sjm rep to troubleshoot the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.